Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was found that the power supply unit was broken and the system does not recognize the camera. No parts have been replaced yet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that diagnostics were being requested for the navigation system. Troubleshooting found malfunction of the infrared camera and noted that the camera needed to be replaced. There was no patient involvement.